Manufacturer narrative:
(B)(4) date sent to FDA: 04/16/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: visual analysis of the returned samples determined that twenty unopened samples of product code pdp513g were received for evaluation. Visual inspection of thirteen unopened samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The devices performed without any defect noted. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength = 2360 ¿g/m events were submitted via 2210968-2021-02752, 2210968-2021-02753 and 2210968-2021-02754 (B)(4) date sent to FDA: 04/16/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3 trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength = 2360 ¿g/m

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). A manufacturing record evaluation was performed for the finished device lot number qgmbez, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? Skin closure. What was used to complete the procedure? Same material. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 ¿g/m. Events were submitted via 2210968-2021-02752 and 2210968-2021-02754.

Event description:
It was reported that the patient underwent an unknown surgery in 2021 and the suture was used. It was reported that the suture breakage occurred during skin closure. There were no patient consequences. Another like suture was used to complete the procedure.